Manufacturer narrative:
The site biomed representative replaced the imaging system batteries and tested the system. After the replacement, the imaging system then passed the system checkout and was found to be fully functional. No parts have been received by manufacturer for analysis as the suspect batteries were discarded on site. Discarded by site.

Event description:
A site biomed representative reported that the imaging system is powering down when driving between rooms. There was no patient present when this issue was identified.